Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that they were unable to prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2015 with the following findings: there were multiple no cartridge detected warnings observed in the pump's black box. A load step malfunction was duplicated during the investigation. The pump's force sensor failed a calibration check. A force sensor pin was found to be cracked. Unrelated to the initial allegation, the battery compartment was cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.